Manufacturer narrative:
Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found in the soft cannula, but the formed needle was inspected, and no abnormalities were found. The exact cause and timing of the bleeding could not be determined. An internal leak due to a tear in the unexposed portion of the soft cannula was found, causing corrosion on internal components. As a result of the corrosion, data could not be obtained from the device.

Event description:
It was reported the patients blood glucose level rose to 425 mg/dl while wearing the pod between 4 and 25 hours. The patient experienced bleeding and bruising from the infusion site (arm). As treatment, a new pod was applied.